Event description:
Device malfunction: balloon pinhole. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during post-dilation in the superficial femoral artery, an attempt was made to inflate the agiltrac balloon; however, contrast was seen exiting a hole in the balloon. The device was removed from the pt anatomy and a non-abbott device was used successfully to perform post-dilatation. There were no adverse pt effects and no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any add'l relevant info.